Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures. Three samples were received and an evaluation was performed. During visual inspection, it was observed that the assembly between the tubing and the mystic connector (black ring) was damaged. A functional test was performed and leaking was confirmed. The root cause is related to the internal diameter of the mystic connector (the black ring) that did not fit correctly with the tubing. Corrective actions were implemented which include a modification of the mold to increase the inner diameter of the mystic from .0133 to .144 making the assembly between the tubing and the mystic easier. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/31/2017.

Event description:
The customer states that when the enteral feeding set was put into the pump, the set leaked.